Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they needed a healthcare provider who could provide adjustments when they need to be adjusted. The patient stated that stimulation had never been in the right spot to address their pain even after adjustments were made. The patient had an injection, but it didn't last long to address their symptoms. The healthcare provider decided to do an x-ray and found that the leads were up too high. It was unknown how the leads slipped. The healthcare provider was going to go back in and bring the leads down, but the patient had moved. The patient met with a manufacturer representative for an adjustment, but the stimulation still wasn't in the right area. The patient mentioned they were left on 2 instead of 1. The indication for use was spinal pain.